Event description:
It was reported by the user site that during an eviva breast biopsy procedure on (B)(6) 2026, "it did not create a strong deploy of the needle when pressing green, and the sample were very little." Additional information was obtained from the user site in which it was reported that extra samples had to be obtained from the customer. Serious injury report being submitted due to the additional intervention of taking additional patient samples.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.